Manufacturer narrative:
Device not returned to manufacturer, product code and lot not recorded, evaluation on random sample pending

Event description:
While the dialysis technician tried to engage the safety device, the needle went through the side and stuck the technician in the hand. No further information was provided. No product code or lot information recorded.